Manufacturer narrative:
Per the tandem user guide: "check your pump¿s settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult your healthcare provider as needed." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low/high blood glucose (bg) level ranging from 36-54 mg/dl. Suspected cause was due to the customer's settings requiring adjustments. Customer consumed carbohydrates to address bg. Reportedly the customer contacted health care provider to update their pump settings to address the event.